Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up it was noted that the right ventricular ( rv) lead was displaced. The rv lead was explanted and replaced. The patient was stable.